Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "Loss of gas alarm failure".

Manufacturer narrative:
The viasys svc dept. Tech ealuated the device and determined that the root cause of the reported event was a worn alarm sleeve. The viasys svc dept tech replaced the affected component and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the blender was returned to the customer to be replaced back into service.